Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement .

Event description:
(B)(4).

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8300 error code 571.6241.. Technical support - informed customer this is most likely due to the oridion module. Provided part number. Transferred to order management for further assistance. Stayed online to ensure no part number issues. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer¿s reported problem was confirmed.

Event description:
Case #: (B)(4). Case subject: npi 8300 error code 571.6241. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8300 etco2 module, v8 contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer reports error code 571.6241 on their 8300. Case resolution: informed customer this is most likely due to the oridion module. Provided part number. Transferred to order management for further assistance. Stayed online to ensure no part number issues. Ended call.